Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
It was reported that implant movement occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device & delivery system (wds) was successfully implanted on 09-sep-2024. The patient was discharged. The patient had a routine follow up transesophageal echocardiography (tee) and it was noted that the closure device had shifted proximal and a leak of an unknown size was noted, possibly under the fabric of the closure device. The physician is trying to determine if they will explant the closure device or leave it implanted in the patient. There were no patient complications.